Event description:
It was reported that during unpacking of the taxus express2 8.8% 3.0mm x 16mm stent, the shaft was detached from the rest of the delivery system. As the product was not used during the procedure, no pt complications occurred.